Event description:
Additional information received reported that patient had a spinal cord stimulator revision. The lead and battery were completely replaced.

Event description:
It was reported that the patient felt a shocking or jolting sensation. The week prior to report, the patient was laying on his bed at 3am and felt a sudden shocking sensation to high right leg and hip area which almost made him fall out of bed. The patient felt shocking in both legs and his chest area when laying down or coughing. The patient had not fallen in the past 3-4 weeks; however, the he did fall in (B)(6) 2011. The shocking sensation began in (B)(6) 2011. Stimulation was felt in the lower back and right leg which were his target stimulation areas. The patient was also recharging more than expected and the implantable neurostimulator would only hold a charge sporadically ranging from days to weeks. The patient was seen (B)(6) 2012 at his physician's office. The neurostimulator was reprogrammed and the patient was satisfied with the pain coverage after reprogramming. Impedance measurements were within normal limits. Since (B)(6) 2006 that patient had recharged 69 times with an average duration of 4 hours, average interval of 48 days, and 8 coupling bars.

Event description:
Additional information received reported that the patient felt a shocking or jolting sensation. It was reported that the shocking was random and the patient related the feeling to putting a finger in a light socket. The shocking did not occur right after the patient's fall but had gotten progressively worse. The patient experienced pain in area of paresthesia, back and down legs. Impedance measurements were normal. An x-ray of the lead was performed and it was reported that the lead looked like it had shifted left.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead: model 3778-60, lot# n0052251, implanted (B)(6) 2006, explanted unk; adaptor: model 355029, lot# n0044140, implanted (B)(6) 2006, explanted unk; recharger: model 37752, serial# (B)(4); programmer: model 37742, serial# (B)(4). (B)(4).

Event description:
Additional information received reported that the patient's physician was going to replace the implantable neurostimulator (ins) and lead due to the shocking issues. A different type of lead was going to be used due to the shocking. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient indicating that the patient thought the shocking started in (B)(6) 2012 and indicated no falls or traumas. The shocking progressed to where the patient would pee their pants when it happened, specified that urine would come out of their penis when this happened. If additional information is received, a follow-up report will be sent.